Manufacturer narrative:
One device was returned for analysis. Investigation found the downstream occlusion (dso) sensor was defective. This is a reportable malfunction that could lead to interruption of therapy. The device will need replacement of the dso sensor.

Event description:
It was reported that the battery compartment was found to be cracked. It had occurred during testing. There were no patient involvement and harm. Investigation found a defective downstream occlusion (dso) sensor, which is a reportable malfunction that could interrupt therapy.